Event description:
¿Neonatal nurse practinoner inserted PICC line successfully on a 25-week infant in nicu. When she went to withdraw the guidewire, she stated the wire severed the line.¿

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. Based on the product experience report, the customer indicated the sample was available for return. Several attempts were made to have the sample returned. Unfortunately, no samples have been returned for evaluation. Additionally, we did not receive any photographic or visual evidence that would have allowed us to further review your concern. Without the necessary evidence, we are unable to conduct a thorough investigation at this time. As a result, determining the root cause and corrective action is not feasible. If samples become available in the future, the complaint can be reopened for investigation. There are two similar complaints reported in the lot. Additional information provided in h.6. And h.11.